Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 sys w/sa20 a.control reserv. (Part # fx434-t) was used during a procedure performed on (B)(6) 2021. According to the complainant, the reservoir membrane will not reflap normally and the catheter was smooth. A backup shunt tube was used, and then the procedure was able to be continued and successfully completed. The complaint device has not been returned to the manufacturer for evaluation. No patient complications were reported as a result of the event.

Manufacturer narrative:
Additional information - block d9 visual inspection bloody liquid and protein deposits inside the reservoir functional test during the function test it was checked if the membrane of the control reservoir be bounce back. It was possible to pump the membrane, it also flapped back, see picture 3 and 4. The liquid inside the reservoir could be drained. Results based on our investigation results, we cannot identify a malfunction at the control reservoir. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Event description:
Investigation is done.